Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that power was not being delivered to the computer of the viewing station of the imaging system. To resolve the reported issue, the uninterruptible power supply (ups) and viewing station of the imaging system power board were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect ups and power board have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system was not able to complete start up. There was no patient present when this issue was identified. No additional information was provided.